Event description:
It was reported that patient's implantable cardioverter defibrillator exhibited ventricular oversensing. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.